Manufacturer narrative:
This event was reported to the manufacturer (exactech) via user facility report; according to the user facility report, this event was not reported to FDA by the user facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b2, g2, h6 clinical codes additional information fields: d10, g2, g6, h6-medical device problem code, component code and h6-investigation codes. D10: stem hum shrt equinoxe preserve 6mm - exactech. Plate replicator 1.5mm offset- exactech. Cmnt bone smpx p radopq fd sterile - stryker. Screw kit equinoxe torque sq - exactech. Head humeral 50mm shldr equinoxe short exactech. The product associated with the reported event is within the scope of recall z-1415-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event.

Event description:
This event was received through mw report (B)(4). Patient underwent right total shoulder replacement and right shoulder biceps tenodesis by dr. (B)(6) on (B)(6) 2020 for osteoarthritis and biceps tendinitis of the right shoulder. The patient was discharged home on (B)(6) 2020. The patient did well postoperatively for 2+ years. He presented for an office visit to dr. (B)(6) on (B)(6) 2023 to report that while playing golf two weeks prior, he felt a sharp pain in his shoulder and since then has pain & weakness, and lost function. Xr of the right shoulder demonstrated possible loosening of the glenoid implant and erosion around the proximal aspect of the humeral implant. Right shoulder CT was done that showed: right total shoulder arthroplasty with CT findings compatible with glenoid component loosening. No fracture. Aspiration of the shoulder joint was done to rule out infection. On (B)(6) 2023 the patient underwent a right total shoulder revision by dr. (B)(6). Intra-perative findings were consistent with a loose glenoid, a well-fixed stem, and osteolysis behind the glenoid and proximal humerus. "...the glenoid was grossly loose. The glenoid was removed. However, the central cage was still impacted in the bone. The extractor was then placed and threaded into the cage. The cage was then back slapped out. Pseudomembrane was removed from the face the glenoid. There is also pseudomembrane in the vault of the glenoid creating a cavitary defect. This was removed. It was then copiously irrigated. The defect was packed with allograft cancellous chips. Guidepin was placed. The reamer was used. The convertible metal-backed baseplate was then impacted in the place. A central screw was used as were 2 to peripheral locking screws. A vitamin e polyethylene liner was then impacted onto the locking mechanism. " the humeral head was also exchanged. The patient was discharged home the following day on (B)(6) 2023. As of (B)(6) 2024 the patient was doing well.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. MDR section codes updated/corrected: a. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, g. The pain and subsequent revision reported may be the result of the glenoid loosening, prosthesis wear, and/or loss of range of motion as reported. However, the failures cannot be confirmed and potential contributions of patient or user-related issues to the event cannot be assessed as the devices were not returned for evaluation and product images, radiographs, and relevant clinical information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.